Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5, h6 (health effect - clinical code & health effect - impact code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer experienced diabetes ketoacidosis and treated with intravenous insulin infusion in hospital overnight.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side, keypad overlay texture damage, and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 23-apr-2024 in the pump history file in the primary svn 000317496784. 04/23/2024 12:57:56.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.8 bolusamountdelivered = 3.8 04/23/2024 16:53:08.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.6 bolusamountdelivered = 3.6 04/23/2024 20:04:16.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.7 bolusamountdelivered = 1.7 please see below for the daily total of all insulin delivered on the event date 23-apr-2024 in the pump history file. 04/24/2024 00:00:00.000 dailytotals dailytotalcollectionstarttime = 04/23/2024 00:00:00.000 dailytotalofallinsulindelivered = 21.2 dailytotalofbasalinsulindelivered = 12.1 dailytotalofbolusinsulindelivered = 9.1 there were no auto suspend (12) alarm or user suspended alarm noted in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 23-apr-2024 in the pump history file. 04/23/2024 16:48:06.000 batteryremoved 04/23/2024 16:48:06.000 alarmalertnotification faultnumber = battery removed (84) 04/23/2024 16:48:25.000 batteryinserted please see below for the boluses listed on (B)(6) 2024 in the pump history file on svn 000317307476. (B)(6) 2024 07:41:16.000 bolussuspended suspensionreason = battery removed alarm bolusamountprogrammed = 6.2 bolusamountdelivered = 4.35 (B)(6) 2024 07:42:09.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 6.2 bolusamountdelivered = 4.35 (B)(6) 2024 07:45:44.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 3.7 bolusamountdelivered = 3.7 (B)(6) 2024 11:26:38.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.9 bolusamountdelivered = 3.9 (B)(6) 2024 15:52:42.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.5 bolusamountdelivered = 1.5 (B)(6) 2024 20:16:58.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.3 bolusamountdelivered = 1.3 (B)(6) 2024 22:04:20.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1 bolusamountdelivered = 1 please see below for the daily total of all insulin delivered on the event date 19-mar-2024 in the pump history file on svn 000317307476. 03/20/2024 00:00:00.000 dailytotals dailytotalcollectionstarttime = 03/19/2024 00:00:00.000 dailytotalofallinsulindelivered = 38.75 dailytotalofbasalinsulindelivered = 23 dailytotalofbolusinsulindelivered = 15.75 there were no auto suspend (12) alarm or user suspended alarm noted in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 19-mar-2024 in the pump history file on svn 000317307476. 04/16/2024 10:38:03.000 alarmalertnotification faultnumber = no delivery (7) - during prime. 04/16/2024 10:41:01.000 alarmalertnotification faultnumber = no delivery (7) - during prime. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. No delivery (7) alarm - not confirmed. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Possible under delivery anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with unknown mg/dl, the customer was had symptoms of malaise, headache and treated with IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay. The event involved product(s) mmt-1780kl, unomedical. Troubleshooting was performed and found that customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. The customer discontinued using the insulin pump. Mmt-1780kl was requested and customer response was the device will be returned. No product return is required for unomedical.